Event description:
Allegedly, breakage of the lengthening locking system. Distal femur osteosarcoma.

Manufacturer narrative:
This is a reportable malfunction. The event code is addressed in the package insert. To date, no revision date has been provided. Additional information has been requested. This event occurred in (B)(6) .

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The products were manufactured to specifications and met all acceptance/inspection criteria. (B)(4) - undetermined.